Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012, customer reported that they recieved a broken kit of tobramycin reagent. Customer stated that the cap on compartment c was broken. Customer stated was wearing lab coat and gloves when the kit was opened and no exposure/injuries occurred. A replacement kit was sent to customer.